Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer was transported to the emergency room (ER) by paramedics and was subsequently hospitalized with a blood glucose (bg) level ranging from 636-686 mg/dl and high ketone levels. A healthcare provider identified the ketone levels as dangerous and life threatening. Customer was treated with intravenous saline and insulin and was released from the hospital on (B)(6) 2023 with no permanent damage. Reportedly, a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer reverted to manual injections for insulin therapy.